Event description:
It was reported that during a device changeout procedure, the physician noted cracks and wear and tear in this left ventricular (lv) lead. A lead repair kit was applied to this lead. No adverse patient effects were reported. This lead remains in service.